Event description:
Boston scientific received information that this device had displayed message of "unable to interrogate device due to the presence of a magnet" following a heart surgery procedure. Analysis of the memory provided showed that the device is in "magnet state." There are no resets or memory corruption. Device is was programmed with magnet response to off and pacing was set at vvir 60 paces per minute (ppm). There were no adverse patient effects reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.